Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and resumed insulin delivery. A system check was performed, and there was a blockage in the cartridge. The customer changed the cartridge and resumed insulin delivery. Customer¿s blood glucose level was 200-225mg/dl.